Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient¿s lead came loose from the space in their spine. The reporter stated they had no problems with their implantable neurostimulator (ins) and their stimulator was working fine. The reporter further stated they just had back surgery unrelated to the ins, but related to their back. Additional information was requested, but was not available as of the date of this report.